Event description:
During preventive maintenance of a da vinci surgical system, an intuitive surgical, inc. (Isi) representative or the technical field specialist (tfs) found that the patient side manipulator (psm) arm had intermittent brake fault related errors. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected arm. No patient involvement or impact occurred.

Manufacturer narrative:
The patient side manipulator (psm) arm was returned to isi and was analyzed. Failure analysis investigation was not able to replicate the field reported error and found that the arm failed the in-house weight brake drop test. The axis-1 and axis-2 brakes were replaced with the current version to correct the problem. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator (psm) arm failing the in-house weight brake drop test during failure analysis. Although no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.